Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent button response due to flattened esc button dome switch. Keypad connector was fully locked. Pump had cracked battery tube threads and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via email that the insulin pump excessively alarmed no delivery. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that they would like a new pump. There was no further information provided by the customer or troubleshooting.